Event description:
It was reported that the patient presented during clinical follow-up. Upon inspection, it was noted that the right ventricular lead(rv lead) was found dislodged and was confirmed later with x-ray. It was also noted that the rv lead exhibited low pacing impedance, high capture thresholds, and variation in r wave sensing during previous remote transmissions and clinical follow-ups. The reported lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events of low pacing impedance, failure to capture and sensing problem were not confirmed while the reported event of dislodgement was inconclusive. As received, a complete lead was returned in one piece for analysis. Final analysis found the inner coil was over-torqued consistent with procedural damage. No other anomalies were identified.